Manufacturer narrative:
The sample information was not provided. The customer stated that sodium, chloride (cl), co2 and calcium recovery drifts with a change in lab room temperature a bci field service engineer decontaminated the ion-selective electrode (ise) module cleaned the cl port replaced the carbon bridge, k electrode and eic valve. Although the customer suspects lab room temperature fluctuation is a contributing factor, it is unclear if the change in room temperature was the root cause as the system was also decontaminated.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high carbon dioxide (co2) result generated on the synchron lx 20 pro clinical system.

Manufacturer narrative:
Correct by removing the verbiage when run in duplicate mode.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high carbon dioxide (co2) result generated on the synchron lx 20 pro clinical system when run in duplicate mode. The erroneous result was reported out of the laboratory. The sample was repeated after recalibration which brought the recovery back to expected ranges. Lower result was obtained, which was amended and reported out. Patient treatment was not initiated or withheld based upon the false results reported.